Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 33mg/dl. It was stated that the customer was experiencing unexplained low glucose for a day. Troubleshooting was performed. It was stated that the customer treated her high glucose of 340mg/dl at night. It was stated that the customer woke up hours later with low blood glucose of 30mg/dl, and she has treated with food. It was stated that the customer's blood glucose was going up and down. It was stated that the insulin pump was disconnected for the rest of the night. It was stated that the customer experienced a (B)(6) days before the event. Reviewed the programming and found an over delivery for the incorrect fill cannula amount of 0.4 units before bedtime. No further info was provided.